Event description:
It was reported that the system 9800 would not completely initialize on the first attempt of the day. A subsequent attempt was successful and the procedure was completed. It was further reported that at the end of the procedure the system locked up while printing and complaints were made about the ethernet connection. There was no patient injury or death. All reported patient information has been recorded in section a above.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. It was verified that the malfunction occurred. Computer event log showed that the emergency "fast stop" button had been activated. This may have inadvertently been activated by the user. The error logs also showed that a fluoro function disconnect error occurred. The malfunctions could not be duplicated. The power supply was adjusted to nominal and it was determined that the ethernet connection on the external interface circuit board was damaged. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.